Event description:
It was reported that this right ventricular lead was surgically capped due to unknown reason. A new lead was successfully implanted. No additional adverse patient effects were reported.